Event description:
In a follow up additional information was received from a certified assistant. The patient was unhappy with the quality of vision and reported blurriness and halos. After the lens was exchanged the symptoms improved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately 6 months after an intraocular lens (iol) was implanted, it was exchanged for another lens due to patient experiencing glare and dysphotopsia. The replacement lens was a different model. No further complications were reported following the exchange. Additional information has been requested.